Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with pseudo arthrosis and failure of instrumentation of previous fusion and underwent revision of l4 to s1 fusion using rhbmp-2 graft and removal of broken screw, right s1 pedicle. As per op-notes, ¿we then decorticated the transverse processes, as well as the facets and placed the rhbmp-2 packed with bone graft matrix. Next, we performed a approach on the left side, where we went outside of the instrumentation, decorticated the transverse process and again placed the rhbmp-2 with the bone graft.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.